Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer adminstered baqsimi glucagon nasal powder to address low bg. Customer consulted their healthcare provider who assisted with making adjustments to the customers pump settings.